Event description:
It was reported that during a lap cholecystectomy procedure, the jaws locked onto the common duct. Unk how the device was removed. A new device was used to complete the procedure. No pt consequence was reported.

Manufacturer narrative:
Date sent: 06/03/2008. Info anticipated, but unavailable at this time.